Event description:
Journal article received: proximal femoral nail antirotation (pfn-atm) fixation of extra-capsular proximal femoral fractures in the elderly: retrospective study in 102 patients; orthopaedics and traumatology: surgery and research; 2012 may; 98(3): 288-295. Authors: e. Soucanye de landevoisin, a. Bertani, p. Candoni, c. Charpail, e. Demortiere. This study covered 102 fractures managed with pfn-a in all 102 patients. The mean age was 84.9 +/- 9.5 years with 75 females and 27 males. All patients were implanted with the 200mm nail/10mm diameter and an angle of 125 degrees. There were 12 postoperative surgical complications including 2 surgical site infections, 3 instances of blade cut-out including 1 with acetabular penetration, 2 nail-related fractures and 5 blade back-outs responsible for pain.

Manufacturer narrative:
Device is used for treatment, not diagnosis this patient experienced blade back-out with leg length inequality due to femoral head displacement. Patient had nail removal and total hip arthroplasty. This report is on an unknown nail. This report is 1 of 2 for complaint (B)(4). Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.